Manufacturer narrative:
Pump passed active current measurement and displacement test. Pump received and alarm generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in pump history files due to j6 connector resistance issue. Unit failed sleep current measurement due to unexpected battery power loss and pump error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.